Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited high capture threshold and low pacing impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and low pacing lead impedance were confirmed. As received, a partial lead was returned in three pieces. Visual inspection found the inner insulation on the middle region was cut separated and the inner coils were bent and stretched consistent with procedural damage. The suture sleeve impression on the distal portion and the inner insulation was breached at the suture sleeve tie region consistent with damage caused by overtightened suture. The cause of the reported events was isolated to the breached insulation due to suture tie down forces. No other anomalies were found with the exception of procedural damage.

Event description:
New information received noted that the right atrial lead failed to capture.